Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: port leak and/or damage.

Event description:
Healthcare professional reported ¿te suspected breakage¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: opening curved on radius. Leak test and microscopic analysis was performed which identified: striated opening on anterior and radius and non-penetrating nicks. Based on the device analysis the final assessment is: a striated opening on anterior and radius assessed as surgical damage consist in the use of some surgical tool. No damage or leakage observed in the port.

Event description:
Healthcare professional reported ¿te suspected breakage¿. The device has been explanted.